Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs300 intra-aortic balloon pump (iabp) unit had an electrical test failure #50. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse cleaned the motor control pcb and reset, but the error persisted. The fse replaced the motor controller pcb (0671-00-0004). The fse performed all functional and safety checks to meet factory specifications. The iabp was then returned to the customer and cleared for clinical use.